Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received "alert 69 ¿ algorithm data parity check" on the ilet and that the alert cleared after the user restarted the device; blood glucose was reported as unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included user education and troubleshooting that advised monitoring for recurring notifications and calling back if further assistance was needed. Investigation of this case revealed a transient algorithm data parity check alert that resolved with a device restart, consistent with a software-related alert without ongoing malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a transient software anomaly not reproduced after restart. If the device is received, it will be evaluated, and a supplemental report will be filed.